Event description:
The affiliate stated the customer reported approximately 10 to 20 milliliters of fluid leaked within the instrument and latron primer results failed specifications involving the coulter lh 780 hematology analyzer. The customer stated the shear valve lubrication lines leaked at the t-fitting underneath the valves, and the s-lyse line at the differential mix chamber leaked at the molded end. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reported the retic mixing chamber vent/vacuum/pressure line was split at the fitting and leaked and overflowed into the instrument. The fse also noted the shear valve tubing, from port 11 and port 12 on both shear valves, were leaking at the t-fittings underneath both shear valves and the stabilyse tubing was leaking at the differential mix chamber. The field service engineer (fse) replaced the retic stain and mixing chamber rinse tubing as well as vent/vacuum/pressure line tubing and the drain lines for the chamber. The fse also replaced the tubing from port 11 and port 12 on both shear valves and replaced the stabilyse tubing at the differential mix chamber and resolved the fluid leak issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issues. (B)(4).